Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 01:33:59. During night drain cycle one, the patient's ultrafiltration reading was 1751ml, indicating the home patient (hp) drained 1751ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. A review of the following labeling was performed: (B)(4) homechoice and homechoice pro apd systems patient at-home guide. Section 10 "operating instructions - make adjustments" in 10.2.7 gives the warning that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 10-1 on page 10-11 for the recommended starting points when determining your optimum I-drain alarm volume." Table 10-1 on page 10-11 gives the recommended starting point for I-drain alarm setting at a minimum of 70% of the last fill volume. If any additional information is received, a follow-up will be sent.